Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. Rvc(df-) and rvr feed-thru wires are fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited out-of-range (oor) high shocing impedances and was suspected to be fractured. While that the oor measurements were still present, a lead revision procedure was scheduled. During the procedure, it was noted that the physician found a connection between the device header and the lead to be loose, which was causing intermittent out of range shock impedance measurements. The device was explanted and replaced and this lead remains in service. To date, no additional adverse patient effects have been reported.